Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not returned. Performance data collected from the device was analyzed, and revealed a power on reset.

Event description:
It was reported that this patient's pacemaker had an electrical reset. The device remains in use. There were no patient complications reported as a result of this event.